Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the atrial lead demonstrated far-field r-wave oversensing and noise oversensing, which resulted in pacing inhibition. No intervention was performed, and the patient will continue to be monitored. There were no patient consequences reported.